Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. It is unknown which lead was replaced so both are being reported on.

Event description:
Related manufacturer reference number: 3006705815-2021-02345. Related manufacturer reference number: (B)(4). It was reported that the patient's system would not enter MRI mode due to high impedances. Reportedly, the patient's lead(s) migrated. As a result, the physician replaced one lead and the ipg. Surgical intervention resolved the issue.